Event description:
It was reported that the customer has passed away in a rehabilitation center. The cause of death is not yet known because the death certificate has not been released yet. The customer had been hospitalized for a partial foot amputation surgery. The customer had arthritis, kidney issues, heart surgeries with complication prior, pancreas infection in (B)(6) 2014, and foot gangrene. The customer's blood glucose at the time of death was unknown. The caller stated that the customer was taken off pump therapy by the health care provider, but the caller was unsure when. The customer was not using sensors and was not wearing one at the time of death. The insulin pump information was not verified at the time of the phone call. The model number and serial number used on this medwatch report is the information for the only known insulin pump that was issued to the customer. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.